Event description:
Allegedly, patient was revised due to dislocation and subluxation. Revision njr number: (B)(6). Side: l. Primary asa: p2 - mild disease not incapacitating. Components not revised: profemur® l hip stem size 3 ha coated product number: pha05506 lot number: 1442169. Profemur® neck 15dg var/val short product number : pha01264 lot number: 1393921.